Event description:
Patient reported his linkassist fired unintentionally without him pressing the firing button. Patient reported the linkassist fired the infusion set halfway into his skin; no treatment was required. No adverse event reported. Requested return of the alleged linkassist for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.